Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while the provider was using the product, the tip broke in half and both pieces were retrieved. There was no patient involvement. Attempts have been made and no further information has been provided.